Manufacturer narrative:
Patient plasma samples were returned for evaluation and used with both triage device retains of lot w43959 and accessii for observations of tni recovery. The results were a value of <0.05 ng/ml for sample one and <0.05 ng/ml for sample 2 was observed. The values on access with sample one at 0.02 ng/ml and sample 2 at 0.0 ng/ml. Complaint not confirmed no high bias in recovery was observed with the customer returned patient samples or with the retain lot w43959. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged false negative troponin (tni) when using the triage cardiac device. No patient reports of invasive procedure(s) or injury.